Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg was being hyper mobile and causing pain. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was anchored to fascia to address the issue.